Event description:
A customer reported experiencing a cartridge alarm 20 while using their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.